Event description:
During preparation for a treatment procedure to place a titanium greenfield vena cava filter, the filter prematurely deployed. The physician successfully placed a second filter. No patient injuries or complications were reported. Patient status is reported as 'fine.'

Event description:
It was further reported that a right groin approacch was used and the right common femoral artery was used as the insertion site. The anatomy was normal. A 9f dilator was used. There was no difficulty in removing the end cap of the device. Fluroscopy was used and an inferior vena cavogram performed. No clots were identified proximal to the target site. The filter carrier was introduced, but became `hung up' at the junction of the internal and external iliac veins. All attempts to negotiate the junction failed. At this time, the filter was noted to have extruded from the carrier. Blood was noted in the introducer catheter due to the filter deployment in the sheath. The carrier and sheath were then withdrawn to the right femoral access site and the sheath was divided. The guidewire was then reintroduced into the part of the sheath that remained in the vessel and the remainder of the sheath was extracted. The device was moved onto the back table and the sheath was cut with a blade by the physician in order to look at the filter itself. A new dilator and sheath were then introduced and a new greenfield filter carrier was introduced and positioned with the tip of the filter at the upper border of l2. The filter was then successfully deployed. The sheath was pulled down to the l3 level and a repeat vena cavogram performed. Correct placement was confirmed and the procedure was successfully completed. The patient tolerated the procedure well.